Event description:
During the procedure the arthroscopic shaver emitted metal shavings into the patient. No patient injury was reported.

Manufacturer narrative:
The visual examination of the returned device revealed galling marks along the inner shaft and damage to the cutting edges. The returned device failed all function testing. The galling marks on the device indicate excessive lateral or "side-loading" of the device. This can cause damage to the device and the emission of metal shavings can occur. Ascent healthcare solutions' IFU states: "do not apply excessive pressue or "side-load" the blade during use. Side-loading does not improve performance of the instrument, can dull the blade, and/or produce metal particulates."the device history record for the returned device indicates that the shaver passed all applicable inspections and tests prior to release.the reported event is not occurring more frequently or with greater severity than is usual for the device.